Event description:
The customer reported a clear fluid leak (approximately 50-100 ml) underneath the coulter act diff 2 analyzer after running the morning startup. The customer opened the front cover and noticed fluid leaking from the gold box covering the bath area. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer found baths overflowing and caused by a plugged waste filter. He replaced the waste filters and waste pump to resolve the issue. All tubing and pinch valves were checked. (B)(4).